Event description:
Report received from USA stating that the device "rattles." It is known that the device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the problem was not confirmed. The unit met all design and performance specifications. If additional information is received, a supplemental MDR will be sent. (B)(4).